Manufacturer narrative:
Although a detailed inspection of the devices was provided, the reported issue of the device receiving a channel disconnect error could not be confirmed. The root cause for the reported issue of the device receiving a channel disconnect error could not be determined. A review of the device history record showed the pump module had a manufacture date of 11/21/2007. The pcu had a manufacture date of 04/18/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that these devices were not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.no product or device logs were returned.

Event description:
It was reported that the device received a channel disconnect error. The biomed inspected device and found 4 battery screws intact, iui connectors did not appear to be damaged or show corrosion. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received a channel disconnect error. The biomed inspected device and found 4 battery screws intact, iui connectors did not appear to be damaged or show corrosion. There was no patient involvement.